Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the system displayed a generator error message. This issue may indicate a system lock-up or no boot. There is no report of pt injury or death.